Event description:
It was reported that during a renal artery stenting treatment procedure, removal difficulties occurred. The physician was treating a lesion located in the renal artery with a 6.0x18x90cm express biliary sd stent. The stent was advanced to the lesion through a guide catheter and deployed successfully without any complications. The stent was fully deployed and well apposed. After stent deployment, an attempt to remove the express stent delivery system (sds) from the pt was made. However, the sds became caught inside the guide catheter and it was unable to be removed. The guide catheter and express sds had to be removed together as a unit. The device was intact. The procedure was completed with this device. There were no reported pt complications. The pt status is listed as "ok".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).